Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced ise sample valve, buffer valves, reference valve and mixer and replaced all tubing¿s on cell 1 and cell 2, replacement of buffer syringe and buffer valves on cell 2 and cleaned flow cell on cell 1 & 2 to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
A customer in the united kingdom reported their au5800 clinical chemistry analyzer generated erroneous patient results for the ion selective electrode (ise) chemistries. There was no report of change in patient treatment. No patient data was provided by the customer.